Manufacturer narrative:
Per email, customer stated, "equate antibacterial assorted bandages variety pack, 120 count breaking out her skin and is having a hard time removing bandage." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per email, customer stated, "equate antibacterial assorted bandages variety pack, 120 count breaking out her skin and is having a hard time removing bandage."